Manufacturer narrative:
H11 - manufacturer narrative: elevated iop is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon noted there is a possible icl shift, which started rubbing against the iris. Additionally it was noted "pigment that ended up being released from your iris blocked your outflow pathway and caused the pressure to become elevated in the eye." It was also noted the patient noticed a decreased vision in the eye. The patient continues to see a retinal specialist. Lens remains implanted.